Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
Subject ID: (B)(6). Study no: no information provided. Clinical adverse event received for displacement of plate. Device and procedure (relatedness). Device related: yes. Procedure related: yes. Date of event: 26 nov 2025. Date of implant: (B)(6) 2025. Date of revision: no information provided. Device location: right. Treatment/impact: open treatment femoral supracondylar fracture w/o extension, right remove implant; deep, right. Depuy synthes products used: catalog number: 02.221.121s. Lot number: no information provided. Component type: plate. Description: va-lcp ppfx proximal femur plate 3.5/4.5/5.0.